Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup, the hercules 360 broke apart at the turning knob when the surgeon attempted to place it on the sternal retractor. This case likely took place when the chest was opened; however, no patient impact was reported. -no known impact or consequence to patient. -product was changed out. -surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo reference evaluation conclusion. Event problem and evaluation codes: (B)(4). Conclusions not yet available - evaluation in progress.